Manufacturer narrative:
The device was returned to olympus for inspection, and the only scope communication error b30 was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely defective cable resulted in error code that was being displayed. During device inspection, since noise on the screen was not confirmed, the most probable cause for the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited scope communication error and noise on the screen during reprocessing. There were no reports of patient involvement.